Event description:
The lay user / patient contacted lfs on june 9, 2010 alleging that her one touch ultra meter does not power on. A medical surveillance specialist (mss) spoke to the patient and obtained the following information: the patient mentioned that she was unable to test her blood glucose for 5-6 days prior to contacting lfs. Due to the reported issue, she continued to take her oral medication on a regular basis. The patient stated that on (B) (6) 2010 at around 5pm, she developed symptoms of feeling dizzy and thirsty. She went and took her usual dosage of oral medication and went and visited the physician since she has not had a blood glucose test in 5-6 days. Her reading was in the physician¿s office was 133 mg/dl. She did not receive any medical treatment at the physician¿s office. This is not the first time the product was being used. The meter did not power on by pressing the power button. The batteries needed to be replaced based on the owner¿s booklet. The patient did not have replacement batteries at the time of contacting lfs. The patient was using the correct vial of test strips. The meter was replaced. The complaint is being reported since the patient alleged that due to the meter not power on, and being unable to test for 5-6days, she later developed a symptom of feeling thirsty, which is a suggestive symptom of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.